Manufacturer narrative:
Patient country: belgium. (B)(6). Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.

Event description:
The patient reported hyperglycemia on (B)(6) 2026 and was treated with pump, however no malfunction related to infusion set.